Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device change out due to normal eri, externalized conductors were observed. Patient was asymptomatic. The lead was capped and replaced successfully without adverse consequence to the patient.